Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue placement procedure performed on (B)(6) 2022. The patient was under general anesthesia. The procedure was completed successfully. One month after radiation treatment was completed, patient started complaining about severe rectal pain. A small fistula was found through imaging where gel previously was in the anterior rectal wall. After performing a computerized tomography, a rectal ulcer was confirmed. The patient had a diverting colostomy and will need additional reconstructive surgery.